Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized for high blood glucose and slight ketones. The patient experienced nausea and fatigue. The patient was treated via insulin pump therapy and IV fluids. The customer's insulin pump was currently alarming no delivery and his blood glucose was 400 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. A high pressure test was declined due to lack of a tubing clamp. Customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a replacement infusion set and a tubing clamp were shipped to the customer.